Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the foreign materials could be a part of piece of washing machine. Remaining of foreign material to the actual device may be prevented by following reprocessing procedure described in the instruction manual [olympus bf-uc190f. Reprocessing manual] which is a reprocessing manual for bf-uc190f. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchofibervideoscope exhibited a foreign object in the cylinder. There were no reports of patient involvement.